Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. Ncr was identified for this lot number. The complaint condition is unrelated to the non-conformance. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's vapr tripolar 90 electrode clogged almost immediately upon use. The sales rep stated that the device was being used with wall suction into a canister. The device was not reprocessed or reused. The case was completed with another like-device with no patient harm or delay. The device was discarded by the customer.